Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The physician attempted to reach the lesion with a taxus express2 2.75 x 32 mm drug eluting stent. Upon removal of the taxus stent from the pt's body stent damage was noticed. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".